Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis was not working. The backup battery was pulsating alarm, pyxis machine was shut off and unplugged. Station was rebooted, the screen went black. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation this incident, it was determined that the external uninterruptible power supply (ups) was the issue. A field service engineer assisted the customer to remove and move the power cord to another power source, rebooted the station to resolve the issue. The system functioned as intended after the field service engineer assisted customer to repair the device.